Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st patch (device #1). An additional emdr was submitted to represent the bard/davol ventrio st (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch and ventrio st on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of implant. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2016) is considered to be a best estimate. Updated fields: a2, a4, b4, b5, b6, b7, d4, g3, g6, h2, h4, h6, h10, h11. Corrected field: d.6a (date of implant). This supplemental emdr represents the bard/davol ventralex st patch (device #3). Additional supplemental emdr was submitted to represent the bard/davol ventrio st (device #1) and additional emdr was submitted to represent the bard/davol phasix mesh (device #2) . Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch and ventrio st on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with left large incarcerated incisional hernia and recurrent incarcerated umbilical hernia thereby underwent open repair with the implant of ventrio st (device #1) and phasix mesh (device #2) for open left flank repair and ventralex st (device #3) for open umbilical repair. Per operative notes, "on left flank, a large hernia defect was noted. A ventral mesh was placed in circumferential fashion, another mesh (ventrio st - device #1, phasix mesh - device #2) was placed and sutured. On umbilical area, the hernia defect was noted and reduced. A ventralex st (device #3) was placed and sutured." (B)(6) 2019 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the removal of mesh (device #1, #2) and implant of phasix st mesh (device #4). Per operative notes, "the previously placed mesh was fractured and ruptured to the external oblique. The mesh was removed. A phasix st mesh (device #4) was secured with sutures in a onlay fashion. Another piece of mesh (device #4) was secured and sutured." (B)(6) 2019 - patient was diagnosed with ventral incisional hernia with incarcerated small bowel thereby underwent laparoscopic repair with the implant of phasix mesh with open positioning system (device #5). Per operative notes, "the hernia sac was identified and reduced. A small hernia with incarceration was noted. A phasix mesh with open positioning system (device #5) was placed."